Event description:
It was reported the lead had advanced past the posterior border. On the anterior posterior view there was not a significant change in deviation. The advancement of the lead is fairly minor in nature. Device interrogation was completed and showed no abnormal impedances. No signs or symptoms were reported. No actions had been taken and the event was considered ongoing. If additional information is received a follow-up report will be sent.

Event description:
Follow up information reported that the subject reported improvement of symptoms from baseline. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from a healthcare provider for a clinical study reported the lead and neurostimulator were replaced on (B)(6) 2015 and the event resolved without sequelae. It was later corrected that only the lead was replaced. Any additional information will be included in manufacturing report #3004209178-2016-06140.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).